Manufacturer narrative:
One smiths medical tracheostomy/pvc: portex tubes blue line ultra (blu) was returned for analysis in a used condition. Visual inspection was performed and indicated that no discrepancies were found. Functional testing was performed, and the cuff of the returned sample was inflated using a syringe and the product and immerse in the water in order to detect any leakage, and no discrepancies were found in the returned sample, the sample was inflated and deflated without any issue, the sample was inflated and deflated without any issue. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that during pre-test of a smiths medical tracheostomy/pvc: portex tubes blue line ultra (blu) could not be inflated well. No patient consequences were reported. No adverse effects were reported.